Event description:
Patient was being transcutaneously paced (140ma and 70ppm), per day shift rn since this morning. Was told goal was to continue to pace overnight and get pacer in morning. That evening, primary rn and coworker went into room to complete a crrt task and noticed that patient tele was reading nsr instead of the "paced" rhythm. Rn looked at zoll, realized it was off. This nurse then called writer in room to assist. Writer then grabbed new zoll to be switched out with old. We notified md and resident to come to bedside. We troubleshooted the malfunctioning zoll, changed the zoll patches on chest... Which we did notice burn marks. We asked for a follow up with ep to discuss pacing and concern with keeping zoll on, whether the patient needed it etc. And md response was "well do you want me to notify them every time we make changes." At this point writer told primary rn to page ep dr. On call. Turns out the ep doctor md had no idea this patient was being transcutaneously paced. Which possibly was a fall out from day shift. Patient underlying rhythm was sb-nsr which was verified via EKG. Rn's made the decision to shut off pacing on zoll d/t possibly putting patient into lethal rhythm. After discussion with staff rns. Before being shut off, the zoll was set to 90ma and ppm 50 (this was after troubleshooting). Md thought this would be fine because thought zoll had demand pace mode. Hoping if patient dropped below hr of 50 that zoll would kick in and pace patient. Not just continuously pace.